Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate therapy. After three electric shocks were delivered, a code 1005 indicative of an open circuit condition during shock delivery was recorded. The right ventricular (rv) lead connected to this device had a history of gradual out of range shock impedance measurements. A revision procedure was performed and this device was explanted and replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device has not returned for analysis.